Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was worn. It was determined that the thimble set screw was loose. It was further determined that the device failed pretest for thimble set screw and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.